Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a review of the telemetry strips showed three second pauses and underlying p-waves with no ventricular events.